Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure the stent moved on the balloon. The patient presented for treatment with an acute, non-transmural myocardial infarction. The target lesion was located in the 99% stenosed, 2.5x10mm distal rca (right coronary artery). Access was obtained with a 6f sheath via the right femoral artery. Selective arteriography was performed with 6f jl4 and jr4 diagnostic catheters for the left and right coronary systems. A luge guide wire was advanced into the right posterior descending artery (r-pda) and a second luge guide wire was advanced into the right posterolateral (rpl) branch. Pre-dilation with a 2.0x20mm maverick balloon was performed from the distal rca to the r-pda with multiple inflations to 8atm for 30 to 60 seconds each time. The same balloon was also used to pre-dilate the distal rca to the rpl for multiple inflations to 6atm for 30 to 60 seconds each time. Significant residual stenosis remained and the physician attempted to advance a 2.5x16mm taxus liberte stent through the proximal stented segment to the distal stent. Resistance was encountered at the proximal and mid stented segment and wire position was lost in the rpl system. A choice extra support guide wire was advanced as a buddy wire through the stented segment into the rpl system. Despite the additional support, the 2.5x16mm taxus liberte stent could not be advanced. The physician experienced difficulty retracting the undeployed stent into the guide catheter. The stent appeared to be "stripping off of the delivery balloon". The physician elected to deploy the 2.5x16mm taxus liberte stent in the proximal rca at 18atm. The stent delivery balloon was advanced slightly and an additional inflation to 18atm was performed. The proximal vessel "looked good" at the end of the procedure with 0% residual stenosis. At that time, a 3.5x20mm nc quantum apex balloon was used to post dilate the proximal rca stent at 20 atm with additional inflations in the mid vessel to 14atm. Then a 2.5x12mm taxus liberte stent was attempted to be advanced into the distal vessel, but was unable to cross the mid vessel stented segment and was removed without incident. The 3.5x20mm nc quantum apex balloon was then used to perform multiple additional dilations of the mid stented segment at 20atm. Following the additional dilations, the 2.5x12mm taxus liberte stent was able to be advanced to the distal rca into the proximal aspect of the r-pda. The 2.5x12mm taxus liberte was deployed at 16atm resulting in an "excellent angiographic result" with 0% residual stenosis within the stented segment and no "significant" plaque shift into the rpl system. The patient was discharged two days post procedure on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).